Manufacturer narrative:
The guidewire from the sapphire soft coil was returned after detaching the implant. The tip of the guidewire indicates a clean and proper detachment. Production lot history review did not reveal any non-conformances that would have contributed to the reported event. The product met the acceptance criteria prior to release. After discussion with rep who was present at the case, physician had delivered several micrus coils before the sapphire soft coil. The next coil he tried to deploy was a micrus coil - this is the coil that had friction and needed to be removed. Upon removal of the micrus coil, a coil already placed in the aneurysm was stretched into the basilar and vertebral artery. Films from the case of the stretched coil were sent along with the returned guidewire from the sapphire soft coil. The films show something resembling a marker band at the proximal end of the stretched coil. Sapphire coils do not have marker bands or other radiopaque material on the implants. Because the radiopaque material is not clearly identifiable, a definitive conclusion cannot be made as to whether or not the stretched coil is the e-3-6-t10-so coil deployed just prior to the incident.

Event description:
The coil was deployed into the aneurysm and detached after 43 seconds. The push wire was removed without any noticeable resistance. After insertion of the next coil into the catheter, physician felt resistance approx 4 cm proximal to the catheter tip. The catheter and the coil were removed. Some coil or wire was visible reaching from the aneurysm into the basilar and the vertebral artery. At the proximal end of the coil or wire a small marker band was visible. No pt sequelae as a result of this event. A stent was deployed into basilar artery to keep the coil in place.